Manufacturer narrative:
It was reported by customer that they have noticed that a secondary medication had back filled into the primary bag. No product or photo was returned by the customer. The customer complaint of flow issues - backflow could not be verified due to the product not being returned for failure investigation. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review for model 11171447 lot number 23115010 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 01nov2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided. Material#: 11171447 batch number#: 23115010 it was reported by customer that they have noticed that a secondary medication had back filled into the primary bag. The primary bag had been hung low enough and all of the clamps were open. There seemed to be nothing wrong with the set up, so they are not sure if this is a known issue or what is going on. Verbatim#: was in a customer meeting and it was stated that on jan. 24th event: twice in the last few weeks I've noticed that a secondary medication had back filled into the primary bag. The primary bag had been hung low enough and all of the clamps were open. There seemed to be nothing wrong with the set up so I'm not sure if this is a known issue or what is going on. Let me know if you can help or if there's someone else I should be reaching out to. Customer reply: 1. Please share the material & lot number? Bd alaris secondary tubing (ref 11171447) lot # 23115010 2. Describe any patient harm, injury, complication or negative outcome that occurred because of the event. No patient harm. Did not save product to send in for review ¿ incident occurred on 1/24/24. 3. Please share the captured photo of the event if available. No photo available - medication infusing was zosyn and the primary if fluid was ns 500ml.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd alaris pump module smartsite infusion set had backflow issues the following information was received by the initial reporter with the following verbatim: was in a customer meeting and it was stated that on jan. 24th event: twice in the last few weeks I've noticed that a secondary medication had back filled into the primary bag. The primary bag had been hung low enough and all of the clamps were open. There seemed to be nothing wrong with the set up so I'm not sure if this is a known issue or what is going on. Let me know if you can help or if there's someone else I should be reaching out to.